Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis patient's wife reported that while her husband was on dialysis on (B)(6) 2014, he felt nauseous and then vomited. His vomit came back into his lungs and created a complication that led him to be hospitalized. The patient was diagnosed with pneumonia at hospital. At the hospital, the patient did manual dialysis treatment every 6 hours. The patient went into the intensive care unit as he could not get the mucus out of his throat and had trouble breathing.